Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from representative indicated ~10 patients that show the 'for new stimulator' on their clinician programmer longevity estimates but do not believe all of them have encounter a por because she was the main contact at the clinic that uses the clinician programmer . The caller noted it was possible that some of these 10 patients may have had a por cleared by someone at the clinic but she thinks that was unlikely. No further complications were reported/anticipated. Information omitted pertained to related (B)(4).